Event description:
A pump malfunction alarm, specifically alarm 20, was reported during the insulin pumping process. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Despite attempts to resolve the issue by loading a new cartridge following the proper technique, the alarm recurred, preventing successful insulin therapy resumption. Customer technical support (cts) decided to replace the pump. The customer was advised to use the current pump as backup therapy until the replacement arrived. Instructions were provided on setting the pump to storage mode, and the customer understood the return process, agreeing to return the faulty pump within ten days using a pre-paid label.